Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 45 mg/dl and soda was consumed to address the bg level. The cause of the low bg was not known. As the event had occurred in the past, tandem technical support advised the customer to discuss the low bg event with a healthcare provider.